Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system and could not confirm the reported issue. The system was operational upon the reps arrival. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in initializing upon boot up for the day. After the site rebooted the system twice, the system was working without issued. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in initializing upon boot up for the day. After the site rebooted the system twice, the system was working without issue. No patient was present at the time of the event.